Event description:
It was reported that the lead exhibited high threshold due to fracture, causing the pulse generator to reach elective replacement indicator at an accelerated rate. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.